Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information collected the reported problem was found during the preparation process of angiography. The surgery was cancelled and rescheduled. There was no harm or injury reported to philips. It was reported to philips that the system was unable to perform exposure. The customer confirmed that the device was back to normal use after repair of the high-frequency inverter generator boards, filament boards and cathode cable firing issue. After repairs, the system returned to use in good working order. Customer did not require service from philips, so no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.